Event description:
Abdominal and thigh cramping like mild labor, yeast infections, urinary tract infections, horrific smelling discharge, inability to have sex because of pain, fatigue, body aches, weakness, dizzyness, loss of balance, lack of stamina and energy. (B)(4).